Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed cs 064 call service alarms (occlusion during prime) occurred. During investigation, the pump rewind, load and prime steps were performed successfully with no alarms. Pump exercised for 24 hours with no alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime, fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.